Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the episodes of post-paced t-wave oversensing (pptwos) reoccurred. No intervention was reported. Patient condition was unknown.

Event description:
New information received notes that there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. The patient condition was unknown.

Event description:
New information received notes that the episodes of post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD) were noted via remote transmission. It was noted that the episodes of pptwos reoccurred. No intervention was performed and the patient will be further monitored. There were no patient consequences.